Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Investigation summary: the return was not received, therefore in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the fifteen (15) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive flu a, flu b and sars results across multiple patients and one false negative sars result. All patients except 1 were asymptomatic. The customer communicated the results were confirmed by alternate testing method (method unknown).